Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported, right side "capsular contracture", baker grade unknown, "inflammation", "allergies", "pain in chest", "hypertrophic scarring" and mentions the recall. The events of "pain in the bursitis", "pain in the shoulders and back", "distended muscles and a nodule". "Developed hives with the use of the medication". And "asia syndrome". Are not device related. The device remains implanted.